Event description:
Health professional reported an alleged "disconnected lap-band tubing" and leakage "by the hub." The pt reported during an adjustment fill that the pt had been "feeling less and less restriction starting six months ago." The physician was unable to remove any saline from the band. The port was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."